Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia high blood glucose was 576 mg/dl. Unknown if customer was wearing insulin pump within 48 hours of reported high blood glucose event. Customer will continue the use of device.